Manufacturer narrative:
Concomitant medical products: enew2424c82e stent graft, implanted: (B)(6) 2012; model etlw1628c93e stent graft, implanted: (B)(6) 2012; model etl w1624c124e stent graft, implanted: (B)(6) 2012; model etbf3616c145e stent graft, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited atrial fibrillation (af) with rapid ventricular response. It was also noted that the patient received several shocks. The device remains in use. No further patient complications have been reported as a result of this event.